Manufacturer narrative:
Only the percutaneous lead was returned. Manufacturer's investigation conclusion: the reported damage to the outer jacket was confirmed through the evaluation of the returned external portion of the driveline as well as the image provided by the account. A distal-end driveline repair was performed on (B)(6) 2020 under work order#: (B)(4), and approximately 17¿ of the external portion/distal-end of the driveline was returned for evaluation. The returned portion of the driveline was tested for electrical continuity in the condition that it was received, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this test, despite manipulation of the driveline. Rescue tape was observed approximately 0.5¿ through 13.5¿ from the controller connector. Upon removal of the tape, it was noted that the outer material of the distal half of the controller connector bend relief was missing. Additionally, extensive damage to the outer silicone jacket was observed approximately 2.5¿ through 13.5 from the controller connector. The silicone jacket, bionate, and metal braided shield layers were carefully removed to examine the underlying driveline wires. Visual inspection of the wires revealed no evidence of breaches, damage to the wire insulation, or underlying conductors. The returned portion of the driveline was then submerged in a saline solution for hi-pot testing to verify the integrity of each wire¿s insulation. This test did not reveal any areas of current leakage in the insulation of any of the driveline wires. The information provided indicated that no adverse patient consequences, alarms, or functional issues with the left ventricular assist system (lvas) were reported in association with the event. It was reported that the patient had no electrical issues at the time and no alarms were observed following the repair procedure. The relevant sections of the device history records for (B)(4) were reviewed, and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 26aug2013. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(4), and no further events have been reported at this time. The heartmate ii lvas IFU and patient handbook provide information on how to care for the driveline and address damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing this event.

Event description:
It was reported that the patient was seen in clinic for a routine follow-up on (B)(6) 2020. The outer white portion of the patient's driveline was peeling off. The account had rescue taped the driveline multiple times. The account submitted a picture of the driveline before being rescue taped again. The account requested that the driveline be replaced if possible. The patient had no electrical issues so far. The patient and account are concerned about electrical issues occurring in the future. The account noted that the patient was "a bit erratic" and there were concerns about the patient keeping his driveline dry during showers. The layers of the silicone on the driveline peel off with the rescue tape. Technical services were on site on (B)(6) 2020, and performed a driveline repair. The splice was started approximately 3 inches from the exit site. The excised driveline was to be returned for analysis. No immediate alarms were noted following the driveline repair.